Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. It was reported that the catheter had higher than expected temperatures. During an ablation procedure with an intellanav mifi open-irrigated catheter, the device had excessive temperature readings. The physician replaced it with a second of the same device and the procedure was completed. No patient complications occurred.